Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, and a cause for the reported clip opening while locked could not be determined. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed for clip opening when locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) of grade 4+. The clip was implanted without issue; however, during deployment, the clip opened to about 20 degrees. The clip remained stable on the leaflets and an additional clip was implanted on either side to further stabilize the clip. The mr was reduced from grade 4+ to grade 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.